Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that there was an interruption message in mosaiq which led to abortion to the remaining treatment.

Manufacturer narrative:
Section g2 corrected. Section h6 updated. Section h11 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The prescription for the field was 356.1 mu. When the interruptions occurred, 18.7 mu of the 356.1 mu was given by the first interruption and 0.2 mu was given in the second interruption. It was confirmed with the customer that instead of completing the remainder treatment, a separate full treatment of 356.1 mu was delivered to the patient. The audit log supports that this delivery was performed. Based on the comprehensive findings and actions of the user, the total mu to the field was 18.9 mu more than expected from the beam on one day of treatment. Elekta physics assessed this as an insignificant radiation overdose. Mosaiq did not have any malfunction and was working as designed and intended. After an interruption, mosaiq recorded what was delivered to the patient. Instead of the user completing the dose via a partial treatment, a separate full treatment of 356.1 mu was delivered to the patient. This overdose was due to abnormal use.